Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, in addition to the procedure itself, patient factors (severe annular calcification, moderate native leaflet calcification, moderate aortic root calcification, severe lvot calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, a 26mm sapien 3 valve was deployed too aortic, resulting in moderate paravalvular leak (pvl). A second 26mm sapien 3 valve was deployed. During the procedure, access was obtained via the percutaneous technique and a 14fr esheath was inserted without difficulty. No balloon aortic valvuloplasty (bav) was performed. The sapien 3 valve and delivery system were inserted and advanced through the sheath without difficulty. Following positioning of the valve, the valve was deployed using a slow inflation technique. During pacing, the center marker was noted to be high in the aortic annulus and the system was advanced towards the ventricle. Post valve deployment, echo indicated the valve was high and fluoro indicated the valve was positioned 90:10 aortic/ventricular (a/v). Tee indicated moderate pvl. The valve was post dilated with an additional 2cc of volume. Moderate pvl was again noted on tee. The patient remained hemodynamically stable. The decision was made to deploy a second sapien 3 valve. The second valve was deployed approximately 60:40 a/v inside the initial valve. Tee revealed no pvl or central aortic regurgitation (cai). The delivery system and sheath were removed without complications. Upon completion of the procedure, the patient was transferred to the cvicu in stable condition. The native annulus measured 23mm by tee and 21.7mm x 28.8mm by CT with a valve area of 487mm2. Severe annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported. Severe lvot calcification was also reported. It was perceived that the malposition of the initial valve and subsequent pvl were caused by the severe lvot calcification.